Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, a missing end cap sticker, minor scratches on the display window and a cracked case near the display window corners.

Event description:
It was reported that the customer finished priming his insulin pump but was not able to exit the priming mode. He received a motor error alarm. The insulin pump may have been exposed to x-rays. His blood glucose level was not reported. He was unable to complete the rewind sequence. Insulin was squirting out of the insulin pump during the priming process. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.